Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2019 due to insulin pump over delivering insulin. Caller reported that insulin pump had receive an insulin block alarm, and upon changing, customer delivered all the insulin into the body. Customer was admitted into the hospital and was discharged at the time of call. Insulin pump is not expected to return for failure analysis.